Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete function testing) has been confirmed. Upon investigation the electrode belt trunk cable, cable connecting the distribution node to rear therapy electrodes and the rear therapy electrodes were severed and missing. The root cause for the missing cables and therapy electrodes was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential testing.